Event description:
Litigation papers allege that the patient suffers pain in his left hip and thigh; physical impairment; limited range of motion and was injured by excessive levels of chromium and cobalt in his blood as a result of the implantation with the as hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege that the patient suffers pain in his left hip and thigh; physical impairment; limited range of motion and was injured by excessive levels of chromium and cobalt in his blood as a result of the implantation with the as hip implant. Doi: (B)(6) 2006 dor: none reported (left hip). Patient is a resident of (B)(6). Update 22 oct 2014 - der rcvd. Added surgeon and sales rep details, patient height and weight. Added cup loosening as a reason for revision. Added stem and sleeve for elevated metal ion levels.